Event description:
Device implanted (glaucoma shunt) in 2003 experienced low pressure post-op which would not respond to intervention. Subsequently surgeon used viscoelastic gel up to 3 occasions to boost the pressure back to normal range (12mmhg) which has stabilized. Described as severe case of hypotony (low intraocular pressure).